Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient had pain around her implant site, which had started ¿several¿ months prior to this report, but has gotten more severe over the last couple of weeks. It was stated that the implant site pain was much worse than the pain that the device was implanted to treat. It was noted that the pain ¿takes that patient¿s breath away.¿ it was stated that the patient¿s healthcare provider (hcp) had given her a steroid shot, which had helped, but as the effects of the shot wore off, the patient¿s pain had come back. It was stated that the patient had been thinking about going to the emergency room because the pain had gotten so bad. It was noted that the patient¿s hcp had thought that the pain may have been cause by the implantable neurostimulator (ins) having shifted over a nerve.